Event description:
It was reported that pump "charge cord was not staying connected". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.